Manufacturer narrative:
The customer contacted a siemens customer care center and reported that during operation, the display on the advia centaur cp instrument suddenly returned to the initial log in screen. Based on these observations, a siemens specialist determined that the instrument shut down and returned to the initial log in screen. After restarting the workstation, the customer reloaded the patient samples and the instrument resumed operation. Siemens is investigating the issue.

Event description:
The customer reported that there was a delay in reporting test results for patient sample(s) due to a software malfunction on an advia centaur cp instrument. The customer specified that on (B)(6) 2019, during operation, the instrument's display suddenly turned white and returned to the initial log in screen. The customer provided logs files, which demonstrated a delay in reporting test results for two patient samples; one sample was processed for b-type natriuretic peptide (bnp) and the other sample was processed for cardiac troponin I-ultra (tni-ultra) on the advia centaur cp instrument. However, the results were not reported to the physician(s). Forty minutes after the samples were initially processed, the log files portrayed that the customer restarted the workstation and reloaded the samples for testing. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting patient results.

Manufacturer narrative:
Siemens filed MDR 2432235-2019-00168 on 13-may-2019 and the first supplemental MDR on 18-jul-2019. Additional information (30-jul-2019): instrument data provided from the customer was further investigated and it was determined that the software crashed when another sample rack was selected in the sample loading dialogue. Siemens could not reproduce the event described by the customer. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00168 on 13-may-2019. Additional information (25-jun-2019): the customer reported that since 18-apr-2019, they have not experienced the issue described in the initial MDR. Siemens was unable to reproduce the phenomenon described by the customer. The cause of the delay in reporting patient results is unknown. The result code and conclusion code of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.